Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/20/2024, an inquiry was submitted by a nurse case manager via phone for a patch test kit on behalf of a patient and surgeon. The patient is experiencing severe itching on both ankles and femur where the ar-8740-40h standard compression ft, titanium, 4 mm x 40 mm, ar-8740-48h standard compression ft, titanium, 4 mm x 48 mm, and ar-8740-50h standard compression ft, titanium, 4 mm x 50 mm was implanted. They would like to know if these screws are the cause of the sensitivity the patient is experiencing. If proven, there will be an additional surgery to remove the screws. Additional information was received on 3/22/2024: material composition was requested by the nurse case manager on ar-8740-40h standard compression ft, titanium, 4 mm x 40 mm, ar-8740-48h standard compression ft, titanium, 4 mm x 48 mm, and ar-8740-50h standard compression ft, titanium, 4 mm x 50 mm that was implanted in the patient during a orif of left and right talus as well as arthroscopy with foreign body removal of left and right ankle on (B)(6) 2021. Screws were used bilaterally. The symptoms of severe itching and skin irritation have been occurring since shortly after this time and the patient has been treated topically with triamcinolone for the past 2+ years.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.